Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument tip was broken, and frayed cables were also noted. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a piece approximately 0.184" x 0.699" was found to be broken off. The broken piece was not returned. The complaint regarding a broken tip and frayed cables was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.